Event description:
Related manufacturer reference number: 1627487-2023-00038. It was reported that during a procedure on (B)(6) 2022, it was discovered that the patient's extensions had high impedances. As a result, both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The reported event of high impedances was confirmed. Analysis of the returned lead extension b found internal wires broken and detached in the header would cause the high impedances. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.